Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The lot number is not currently available.

Event description:
It was reported that while opening the packaging of the complaint device (anchor), the or staff found a hair inside the package. There were no patient consequences. Another like product was opened to complete the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The exp date was reported as unknown in the initial report and has been updated as 4/30/2020; therefore, UDI: (B)(4). Investigation summary: the complaint device packaging was received and inspected. It was observed that there was a hair in the opened foil pouch. This complaint can be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A manufacturing investigation was completed to further investigate the reported failure. It is confirmed that the manufacturing process has been performed according to the validated procedure without any issue, moreover the assembling process is performed in clean room under controlled atmosphere and special equipment, charlotte, blouses and gloves, for the operator to prevent any hair loss. No non-conformance have been created over the last 2 years therefore is can be concluded that the root cause of this failure is unknown. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. As there is no similar case reported and we cannot discern that the hair come from the supplier neither from any internal processing, however an awareness will be initiated for the operators about this isolated issue. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.